Event description:
Fibrotic inflammatory response in abdomen. Info was received in 2004 from surgeon regarding pt with a history of colon cancer. The pt underwent radiation therapy and colon resection about one year prior to this report (approximately early 2003). Over the course of the year, the pt developed a bowel obstruction, for which the pt was re-operated in 2003. The surgeon lysed several adhesions and applied seprafilm prior to closing the pt (number of sheets not provided). The pt did not "return to normal" after the surgery and their condition became progressively worse. The pt was admitted to the hosp in 2004. The radiologist suspected a "very thin" abscess, however the pt was reoperated the following day and no abscess was found. Instead, the surgeon found a dramatic, fibrotic response everywhere the seprafilm sheets had been applied in the previous surgery. The surgeon noted that these adhesions were "like concrete" and were notably square-shaped where the seprafilm had been. She was unable to operate through the mass and had to go above it to dissect it from the bowel. All cultures were negative. At the time of the report, pathology results were still pending. Although the relationship between seprafilm and the adverse event was not specifically provided, the nature of the reported event suggests that the physician feels there is a positive relationship to seprafilm. With respect to medwatch section h6 evaluation codes: conclusions: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evauation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.